Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device alarmed. However, it was unknown what the error message was. Per customer, the device had a bad bottle side pressure sensor and was sent for repair. Although it was reported that the module would have been connected to a pc unit, it was reported that there was no patient involvement. Pcu was not provided and not available.